Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft delivery system was inserted into the pt for treatment of an abdominal aortic aneurysm. The pt's arteries were severely tortuous with severe calcification. It was reported that during advancement of the stent graft the device kinked, due to the severe calcification and severe tortuosity in the vessel. The delivery system was removed from the pt, without incident. The physician inserted and implanted another device of the same size and the procedure was successfully completed. The device was discarded by the user facility. No clinical sequelae were reported and the pt is reported to be fine.